Event description:
After an implantation period of approximately 2 months, it was reported that the lead was explanted due to high pacing impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed 19cm distal to the is-1 connector pin that the lead body was found squeezed and deformed. In this region the inner insulation was found ruptured, which is assumed to be the root cause of the reported high impedance. These damages most likely resulted from a tight suture sleeve. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.